Event description:
It was reported that the implantable cardioverter defibrillator delivered multiple rounds of anti-tachycardia pacing (atp) for what appeared to be atrial-driven arrhythmias with a rhythm match score of 89% (threshold 94%). Further review in-clinic of the programmed device setting was recommended. The ICD remains in service. Additional information received indicated that on august 2, 2024, the patient received additional atp and four shocks for supraventricular tachycardia (svt). The patient felt the shocks and went to the emergency department. The patient was admitted, and it was planned to transfer the patient to the implanting facility and review programming considerations. It was also noted that the patient was on the heart transplant list. It was further reported that the patient recently received an additional two rounds of atp for svt. The ICD detection enhancements of onset/stability were programmed, with the stability setting leading to the inappropriate therapy. Further review of the programmed settings was recommended.

Event description:
It was reported that the implantable cardioverter defibrillator delivered multiple rounds of anti-tachycardia pacing (atp) for what appeared to be atrial-driven arrhythmias with a rhythm match score of 89% (threshold 94%). Further review in-clinic of the programmed device setting was recommended. The ICD remains in service. Additional information received indicated that on august 2, 2024, the patient received additional atp and four shocks for supraventricular tachycardia (svt). The patient felt the shocks and went to the emergency department. The patient was admitted, and it was planned to transfer the patient to the implanting facility and review programming considerations. It was also noted that the patient was on the heart transplant list. It was further reported that the patient recently received an additional two rounds of atp for svt. The ICD detection enhancements of onset/stability were programmed, with the stability setting leading to the inappropriate therapy. Multiple additional rounds of atp (16) were delivered on june 21, 2025, for atrial tachycardia. The episodes were detected in the programmed ventricular tachycardia (vt) zone. The average ventricular rates at detection of the arrhythmia were 150-160 beats/minute and frequent ventricular ectopy was present. The detection enhancement of onset/stability remained programmed; stability and the ventricular rate being greater than the atrial rate initialed therapy. Four more atp events were recorded on july 9, 2025, that were also likely inappropriate therapy for atrial tachycardia. Further review of the programmed settings was recommended.

Event description:
It was reported that the implantable cardioverter defibrillator delivered multiple rounds of anti-tachycardia pacing (atp) for what appeared to be atrial-driven arrhythmias with a rhythm match score of 89% (threshold 94%). Further review in-clinic of the programmed device setting was recommended. The ICD remains in service. Additional information received indicated that on august 2, 2024, the patient received additional atp and four shocks for supraventricular tachycardia. The patient felt the shocks and went to the emergency department. The patient was admitted, and it was planned to transfer the patient to the implanting facility and review programming considerations. It was also noted that the patient was on the heart transplant list.